Manufacturer narrative:
Main investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days (B)(6) 2021 per timestamp). Throughout the log file there are multiple low voltage alarms while connected to 14v battery power. These alarms did not occur while connected to ac power. During these alarms it was observed that the rsoc voltage of the white power cable was less than 2v. These alarms would activate and clear without a disconnection or reconnection to a new power source. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the reported low voltages had resolved, if the system controller (serial #: (B)(6) was exchanged, and if any products would be returning; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 28nov2018. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic to be given new batteries and battery clips. Then, on (B)(6) 2021 they had complaints of multiple low voltage advisory alarms while connected to battery power. Log file analysis showed that the voltage readings were abnormally low. It was recommended to swap the system controller since it was likely that the controller leads were at fault after the patient's clips and batteries were exchanged.